Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter: date: "last week", inratio: 1.2, repeat #1 inratio: 2.2 or 2.3. Date: (B)(6) 2010, inratio: 1.2, repeat #1 inratio: 2.3, repeat #2 inratio: 2.7.